Manufacturer narrative:
The check of the DHR of the stem positioner involved (lot # 2011h8061) did not show any anomaly on the 10 stem positioners placed on the market with this lot #. No other complaint received on this lot #. We will receive the instrument involved and analyze it, then we will submit a follow-up MDR.

Event description:
Intra-operative breakage of the stem positioner (model # 9046.10.230). Threaded part of instrument (which is inserted in the stem proximal cavity) broke during stem impaction into femoral canal. Surgeon could not remove the broken thread wedged into stem cavity, so broken fragment of instrument remained into patient, but no adverse effect reported for patient. The event occurred in (B)(6).

Manufacturer narrative:
Dhrs check: the check of the manufacturing chart of the stem positioner involved (lot # 11h8061) did not show any anomaly on the 10 stem positioners placed on the market with this lot #. No other complaint received on this lot #. Returned instrument analysis: the broken instrument was returned to limacorporate for analysis. As the threaded part of the instrument was not available to be returned, no dimensional analysis of the threads was possible. A visual inspection of the instrument was instead performed, which revealed that the two lateral prongs of the external rod of the instrument are visibly damaged/worn, probably due to repeated and maybe inaccurate use over time. This makes us believe that a possible contributory cause for the thread breakage is related to a suboptimal contact between the stem and the instrument during the impaction phases: it is possible that the contact between the prongs and the stem was not uniform as the prongs did not lean correctly onto the stem surface. As a consequence, the force transmitted to the threaded tip of the instrument was excessive, leading to the breakage during impaction (if the instrument is not correctly and completely screwed into the stem, the stresses caused by the beating are mostly transmitted to the thread instead of the 2 plates on its side, thus favoring a possible breakage of the thread). Pms data: according to our pms data, breakage rate of this instrument thread is 0.57%. This rate is estimated as the number of similar complaints received on instruments with code 9046.10.230 on the total number of instruments manufactured (including instruments manufactured as OEM). Please note that this rate is strongly overestimated as it is calculated on the number of instruments manufactured and not on the number of uses (the instruments are in fact reusable). No specific action for this case, limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Intra-operative breakage of the stem positioner (model # 9046.10.230). The exact date of the incident is not known. The threaded part of instrument (which is inserted in the stem proximal cavity) broke during stem impaction into femoral canal. The surgeon could not remove the broken thread wedged into stem cavity, so the broken fragment of the instrument remained into patient, but no adverse effect was reported for the patient. Event occurred in greece.